Event description:
It was reported when the device was used during a colorectal procedure, the device got stuck halfway through the firing sequence. They used another device and the same thing occurred. Another device was used to complete the case. There was no consequence to the patient.